Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also confirmed multiple meal announcements in a short period that may have contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cds reported that a patient experienced a hypoglycemic event, including feeling sweaty with diarrhea following 2 consecutive breakfast meal announcements. The patient took glucagon. For follow-up, the agent contacted the patient, who reported that they were on their way to a primary care appointment at the hospital when another person noticed they seemed disoriented and offered assistance. The patient became increasingly confused upon entering the elevator and was unable to select the correct floor, prompting the individual to guide them to the emergency room. At the emergency room, the patient received glucagon to raise their blood sugar levels. The patient was retrained by the cds.